Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reported mobile system blood glucose result of 14.9 mmol/l and 6.5 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.